Manufacturer narrative:
The pump was received with no button response due to flattened button domes witch and lcd keypad connector unlocked. The pump received with minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of issues with button response. The customer states they were trying to change the infusion set, when the buttons became unresponsive. The customer's blood glucose level was 84mg/dl. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.